Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
A patient who recently had his bipolar hemiarthroplasty hip construct converted to a total hip with a constrained liner was transported to the hospital with hip pain. Xray examination revealed that the bipolar cup disassociated from the constrained liner. The d liners bipolar cup and 22 head were still attached to the cemented reliance pf stem. The hip was revised with a new constrained liner and head.

Manufacturer narrative:
An event regarding disassociation involving a trident 0 deg constrained insert 22d was reported. The event was not confirmed. Method & results: device evaluation and results: the constrained liner was returned disassociated. The liner, bipolar head and metal ring were not assembled. The metal head was stuck in the bipolar head. Examination of the returned device with material analysis engineer indicated minimal damage during explantation. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post- operative x-rays, revision operative reports, patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
A patient who recently had his bipolar hemiarthroplasty hip construct converted to a total hip with a constrained liner was transported to the hospital with hip pain. Xray examination revealed that the bipolar cup disassociated from the constrained liner. The d liners bipolar cup and 22 head were still attached to the cemented reliance pf stem. The hip was revised with a new constrained liner and head.